Event description:
Reported due to: retroperitoneal bleed. In 2006, the physician performed an interventional procedure and the trained starclose user and catheterization laboratory technician attempted arteriotomy closure at the external iliac artery using the starclose device. It was reported that the stick was extremely high and that the doctor and technician acknowledged it was high. An hour and a half after the closure, the patient showed symptoms of decreased blood pressure and abdominal pain. She was given blood, the other groin was accessed and a covered stent was placed at the site of the bleeding. Hospitalization was prolonged one extra day.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device history record review in this case.